Event description:
During a surgical procedure, as the surgeon was removing the fulgurating electrode from the pt, the electrode came apart and fell into the pt. All pieces were recovered with no pt harm.

Manufacturer narrative:
Eval of the returned instrument confirms that the electrode wire separated from the ball tip causing the wire to pull out of the insulation. The ball tip and connector are in good condition with no other signs of failure or abuse. Inspection of the distal end of the wire finds appropriate amount of solder and evidence of solder wetting to the extreme distal tip. A review of the work instructions confirms that all tips are pull tested for adhesion strength after soldering has been completed. The cause of the failure cannot be determined with the evidence gathered. It is possible that there was insufficient adhesion of the wire to the ball electrode, but due to the acceptance during pull testing this is unconfirmed. It is also possible that the instrument could have failed if it had been reused, which has not been determined.